Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
(B)(4). Event occured in the united states. The patient reported an incident involving a kinked cannula in their infusion set (B)(6) 2025. They noticed symptoms quickly, within 3 hours of inserting the set. As a result of this issue, the patient's blood glucose level rose significantly to 540 mg/dl. The infusion set had been inserted in the abdomen area. To address the high blood glucose, the patient took prompt action by administering a correction injection using a multiple daily injection (mdi) method. This incident highlights the importance of monitoring blood glucose levels closely after inserting a new infusion set and being prepared to take corrective action if necessary. Following each incident, the patient successfully replaced the infusion set and resumed insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available